Manufacturer narrative:
This supplemental report is being submitted to provide e2 and e3 information.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to g2. G2: checked "other" to add the country thailand. It has been over 6 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged ultrasonic transducer likely, occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use: "3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device and confirmed the reported phenomenon. The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The displayed ultrasound image was defective due to damage to the acoustic lens. The adhesive of the bending section rubber was discolored. The rubber on the surface of the acoustic lens was missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation of the balloon, it was found that a part of the ultrasonic transducer was torn and missing. The user completed the intended treatment procedure with the device. The device was used in combination with the olympus video system center cv-190 and the light source clv-190. There was no report of patient injury associated with the event.